Manufacturer narrative:
(Conclusions): it is a known issue that no magnetic materials should be brought into the examination room. The instructions for use already contain extensive warning related to this issue. No corrective action is needed on this matter. Note: the indicated importer has received FDA exemption number to submit one FDA form 3500a to satisfy both the importer and manufacturer for the same event.

Event description:
This report is being filed upon notification from our mr manufacturer in another country, to submit this adverse event. Problem: a small metal table, usually used at the pt's bed, was rolled into the mr examination room while a pt was on the pt support. This hospital table was drawn into the magnet. The pt was injured and the magnet covers were damaged. The magnet had to be ramped down in order to remove the metal table. The only pt information the hosp would convey was the pt incurred facial lacerations and received medical treatment.